Manufacturer narrative:
The returned device was evaluated. Upon visual inspection the bottom of the device was found to have broken off causing the battery terminal on that side to be loose. In addition corrosion was found in the battery compartment. No signs of burn marks or burnt components were found on the device. Batteries were not returned with the device. The unit was able to turn on and functioned as designed when connected to a power supply. Both visual and audible alarms were present when alarm conditions were breached. Further analysis confirms the damage to the device was physical damage to the battery compartment housing. The customer complaint was duplicated. The bottom part of the housing had broken off and the device was not capable of using batteries. A service history record review reveals that this unit was in the field for over four (4) years with no related complaints to this reported issue. Additional information received from the customer and included in the description "I do not know if the unit actually blew up. It was contained inside the protective covering case, but when it was opened, it fell into pieces out of the bag. I was not told of a reported noise. There were no injuries from this event to personnel or patients. I was told this occurred while it was stored in the medical bag.", corrected data:.

Event description:
The customer reported rad-57 battery compartment blew up and damaged the battery cover and the unit. No patient impact or consequences were reported. The customer stated "I do not know if the unit actually blew up. It was contained inside the protective covering case, but when it was opened, it fell into pieces out of the bag. I was not told of a reported noise. There were no injuries from this event to personnel or patients. I was told this occurred while it was stored in the medical bag."

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported rad-57 battery compartment blew up and damaged the battery cover and the unit. No patient impact or consequences were reported.